Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the mid left anterior descending artery (lad). A 2.50 x 12 synergy ii drug-eluting stent was implanted to treat the lesion. The procedure was completed and everything was fine. However, 30 minutes later, stent thrombosis was noted. Subsequently, the previously implanted 2.50 x 12 synergy ii drug-eluting stent was post-dilated with a 2.5 nc emerge balloon catheter. No further patient complications were reported and the patient's status was fine.